Manufacturer narrative:
Technical services evaluated the returned product and confirmed the no image issue was due to an electrical failure. The device was scrapped.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the monitor's screen would display a "no video" intermittently regardless what monitor it was plugged into. A back-up device was used. An unknown delay in the procedure was noted. No harm to patient or user was reported.